Event description:
Staff members attempt to defibrillate a pt (age and gender unk) during an open heart procedure. When the staff pressed the discharge buttons on the paddles, a "paddle fault" message appeared on the unit's monitor screen. The staff charged the unit a second time, but the unit would not discharge. The staff obtained another set of paddles and converted the pt's rhythm. There was no adverse effect on the pt.